Event description:
One month after breast implant, I felt her in my shoulder. After 4 months, I was diagnosed with arthritis rheumatoid. I was (B)(6) kilograms, now I weigh (B)(6) kilograms. Hot all the time, "I don't have paper to do", always want to sleep, unhappy, vertigo, swollen all of my body. Cannot stand in the sun. A person with disability in my country, 2 years with implant that is nightmare. Breast implant on (B)(6) 2017. "Sike" diagnosed in (B)(6) 2018. Explanted on (B)(6) 2019. All problem gone; just arthritis rheumatoid left. Mentor smooth high profile. The arthritis rheumatoid was seen in my blood tests. Problem in red blood cells factor, arthritis rheumatoid, high vitamin d deficiency, iron deficiency. Did the problem stop after the person stopped using the product? Yes. Did the problem return if started using the product again? No.